Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Although this product was on the patient at the time of the event it is unlikely that this product contributed to the reported issue. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
The pt is scheduled for an asr revision on (B)(6) 2011 to address unk reasons.

Event description:
Update: confirmation of date and reason for revision received (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction.